Event description:
It was reported, that hour glass no readings sensor error in status box was reported. The sensor was inserted into the thigh, which is off-label usage of the device on (B)(6)2023. The patient experienced a or hourglass for more than 10 hours on the same day. The patient stated, he was experiencing a sensor error, and when he felt symptoms of hyperglycemia, he went to the emergency room. At the emergency room his blood glucose level was checked, and it was 22.0 mmol/l. The patient stated, ¿I flat lined at 22¿, but it could not be confirmed, if the patient meant with this, that he lost consciousness. The patient received intravenous treatment of saline with insulin. The patient recovered after treatment and left the hospital after a stay of 10 hours. The patient reported, that once he was in the hospital the sensor was working again and that "the sensor read it was high and I was high. When the readings were coming down, the down curve of the cgm matched the fingerstick". It could not be confirmed if at the time of the event, the patient was aware of the sensor error and had the opportunity to perform fingerstick testing himself. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined, post-investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected.